Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had an ipg replacement and reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient's pc displayed the message "generator has reached end of service". It was confirmed that it was a true message. Ipg would not communicate with external devices. As a result patient may be awaiting surgical intervention to address the issue at later date.